Manufacturer narrative:
Direct: (B)(6). Internal ext. (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump indicated no disposable, clamp tubing" alarm. Res vol rate 2.0 ml, volume 7.1 ml, 84.95 ml. Per reporter there was no air in line. No adverse patient effects were reported. No additional information available at this time.